Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a large rise in left ventricular (lv) pacing impedances and are now measuring greater than 2,068 ohms. Additionally, it was noted that thresholds have increased measuring 4.0v @2.0ms. Technical services suspects it could be due to scarring or calcification and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.